Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was alleged the pt was treated for infection and adhesions. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. See MDR # 1213643-2014-00090 for info related to the sepramesh implanted on (B)(6) 2012.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2012 - the pt was diagnosed with an incisional hernia and underwent hernia repair surgery with implantation of a bard/davol sepramesh to repair the rather large hernia in which the colon had come up through the transversus abdominus. On (B)(6) 2012 - the pt was diagnosed with a reoccurring incisional hernia and underwent hernia repair surgery. The previously placed sepramesh was left in place and a bard/davol composix mesh was used to repair the hernia defect. The pt's attorney alleges bowel injury, disfigurement, and infection.